Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent an exploratory laparotomy, lysis of adhesions and reduction of internal hernia, closure of petersen¿s space and intraoperative upper endoscopy on (B)(6) 2012. It was reported that the patient underwent exploratory laparotomy, lysis of adhesive band and reduction of volvulus on (B)(6) 2017 during which the surgeon noted ¿several layers of mesh, which had to be dissected out in order for the surgeon to gain access into the abdomen. There was a single thick band adherent to the anterior abdominal wall causing twisting and kinking of the bowel with entrapped and distal bowel below it noted to be extremely dusky. The band was lysed. There were several more small wispy adhesions in the abdomen which were also lysed before the volvulus was reduced following lysis of the thick adhesive band.¿ no additional information is provided.